Event description:
It was reported that the patient has expired after an implant duration of zero days. The cause of death was not provided.

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 09/08/2010 and 09/16/2010); however, no additional information was received. The cause of death remains unknown. The device history record (DHR) review has been completed, and there were no nonconformance found related to this event.